Manufacturer narrative:
Additional manufacturer narrative: device evaluation is pending. A supplemental will be submitted when the evaluation is complete.

Event description:
Edwards received information that this 27mm mitral pericardial valve, implanted approximately nine (9) years and one (1) month, was explanted due to mitral regurgitation secondary to leaflet tears. This device was originally implanted for mitral valve replacement to correct mitral stenosis and regurgitation. This device was explanted and replaced with a 27mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in a general ward at the hospital. The condition of the valve at explant was reported as ¿uneven leaflet coaptation caused by leaflet tears was observed on the commissure area¿.

Manufacturer narrative:
Additional manufacturer narrative: leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging nonconformances also have the potential to result in valvular dysfunction if not detected prior to implant. A definitive root cause could not be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The product was returned for evaluation. Customer report of leaflet tear was confirmed. Report of regurgitation was visually confirmed due to leaflet tear. X-ray demonstrated minimal to moderate calcification on leaflet 2, and wireform intact. Leaflet 2 had a 3mm tear near commissure 2. Calcification was observed near the tear region. The free margin of leaflet 2 was observed to be lower than usual due to the tear, and created a gap in the central coaptation region. The wireform was exposed around leaflet 3 at the inflow aspect.